Manufacturer narrative:
This lead was capped on (B)(6) 2020 due to inappropriate shocks. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received multiple inappropriate shocks due to rv lead noise. Detections were turned off but the lead remains implanted. Should additional information be received, this file will be updated.